Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint was forwarded to the responsible manufacturing site for evaluation. It is likely that too much mechanical force was applied while hammering. The lot in question was produced on february 2011. The type and extent of damage incurred indicate that this complaint was caused by wrong handling. No indication for material or design related issue. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob not provided by reporter. Patient weight not provided by reporter. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: bettlach manufacturing date: 9. Feb. 2011, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the connection for insertion handle was broken while hammering the nail inside the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: article 03.010.424 shows usage marks or hit marks especially on the forehead area. Labeling is readable. The threaded bolt is broken and stuck in the aiming arm 03.010.405. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The hardness of the reported device was checked, the measured value is according to the specification. Based on this, the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nail was already inserted when the instrument broke; the device broke on the last hammer blow. The patient't condition was reported as fine. When the product was received by the manufacturer, a broken drill bit was also included. This drill bit was used during the procedure, but it is unknown when it broke. This is report 1 of 2 for (B)(4).